Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect gas delivery engine (gde) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect gde for evaluation.

Event description:
The customer reported on this avea ventilator an intermittent fraction of inspired oxygen (fio2) delivery variant. The set fio2 apparently is stuck at 50% fio2 regardless of the fio2 setting. No known reported patient events associated with this event at this time.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect gas delivery engine (gde) for investigation. The gde was visually and physically inspected , which found peripheral damage a loose screw component on the blender assembly was also noted. Testing results failed the oxygen sensor calibration and the blender verification test. The reported customer event was duplicated the root cause is associated with a loose screw on the blender assembly due to damage etiology unknown. This issue will be internally investigated within carefusion.